Event description:
It was reported that when using the bd pyxis¿ anesthesia station es half height matrix drawer had failed.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the half height matrix drawer was failed. A field service engineer found that half-height matrix drawer 2.2 on the anesthesia device was failing frequently, tested the drawer using the hardware test application (hta) and confirmed that the sensors were functioning properly, replaced the retractor band and logged back into hta to run all drawer tests. The tests passed successfully. The customer was able to recover the drawer, and subsequent testing confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.